Event description:
It was reported that the 9800 system had intermittent washed out images and some images were missing from the image directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit, image processor board, hard drive, and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.